Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411 solid state drive (ssd), product ID: 9735787 uninterruptible power supply (ups), product ID: 9735786 computer, product ID: 9735736 software, serial/lot #: (B)(6), h3, h6: multiple fdd/annex a codes were reported. A110201 was coded for navigation system was frozen, couldn't select ent as it was frozen. A0902 was coded for no video was detected, graphic looking pixilated dots on random spots on images. A1102 was coded for display no video detected. Refer to rr# 1723170-2025-01627 for the replacement of the uninterruptible power supply (ups), computer, and solid-state drive (ssd) and configured picture archiving and communication system (pacs) connectivity. Codes b01, c02, c13 and d02 are applicable. Img code g02008 applies to the software, g0200702 applies to the solid state drive (ssd), and g02027 applies to the uninterruptible power supply (ups), and g0200701 applies to the computer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the manufacturer representative (rep) went to pull logs, the navigation system was frozen. It was within "ent" application but the rep couldn't select "ent" as it was frozen. The rep hard powered down, unplugged, and no video was detected. The rep hard powered down, unplugged again, left the system unplugged for 15 minutes and it booted up. Additionally, when the uninterruptible power supply (ups) was replaced, they noticed some graphic looking pixilated dots on random spots on images when they selected an already loaded scan from the hospital scanner. The parts are being replaced under a previous occurrence. There was no patient involvement.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.